Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and the associated outflow graft (lot: 1349789) were not returned for evaluation. Log file analysis revealed a sustained decrease in power consumption and estimated flows starting on (B)(6) 2024 and ten (10) low flow alarms logged on (B)(6) 2024. Log file analysis also revealed consistent increases in power consumption to parameters above the normal operating range throughout the analyzed period. Additionally, review of the event log file and the available motor start report revealed a motor start event recorded on 08/apr/2021 at 08:51:12 in which the motor start parameters were atypical. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the above normal power consumption event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the available information, the most likely root cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the outflow graft and/or constriction at the outflow graft. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 429888 lead, dtmb1q ICD,  implant date (B)(6) 2017 additional products: d1: heartware ventricular assist system ¿outflow graft. D4: model #:  1125/ catalog #:  1125 / expiration date: 28-feb-2022 /  lot#:1349789 UDI #: (B)(4). D9: no.  H3: no, device evaluation anticipated, but not yet begun.  H4: mfg date: 28-feb-2020 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient went to the clinic due to a flow drop from their normal baseline. The patient underwent a computerized tomography (CT) scan for evaluation, revealing an outflow graph obstruction. Subsequently, the patient underwent a procedure involving the placement of 3-4 stents in the outflow, and since then, their watts have consistently remained higher. A reviewing log file data, a motor start event with parameters outside the typical range and low flows was identified. The vad continues to be in use, and no further complications have been reported for the patient as a result of this event.